Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR #1225714-2014-02757 and 1225714-2014-02758.

Event description:
The plaintiff's attorney alleged that the decedent experienced a ventricular fibrillation event on or about (B)(6) 2012 and subsequently expired after the use of the product.